Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed blood intrusion in the iabp unit, and traced the blood back to the k3/k5 purge assembly. Blood was also traced to the tubing to the vacuum reservoir and the fill manifold. The stm replaced the safety disk assembly (p/n: 0997-00-0985-01), condensation removal module (crm) assembly (p/n: 0997-00-0986-01), blood detect tubing (p/n: 0008-00-0312), purge valve assembly (p/n: 0104-00-0026), fill manifold assembly (p/n: 0104-00-0023), fill manifold bracket (p/n: 0406-00-0613), single transducer block assembly (p/n: 0104-00-0021), pneumatic component luer (p/n: 0103-00-0398-01), and the reservoir assembly (p/n: 0202-00-0127). Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a blood back event. It was noted that the event had occurred overnight and when the staff came to check on the patient, the iabp unit had stopped and reported a "blood back alarm". The customer's biomed has advised that at this time an internal investigation is being performed. There was no patient harm reported.